Event description:
It was reported that the esst and safelight lightcables are going on and off of standby without the doctor disconnecting the cord from the adapter. It was further reported that there were no issues with the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.